Event description:
It was reported that the patient had multiple revisions after initial implant. Multiple shocks, fracture, and alert tones was noted. The lead was explanted and replaced, with the system upgraded to dual chamber at that time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; partial lead returned in segments.